Event description:
A customer reported a suspect positive cyclesure 24 biological indicator (bi) after a completed cycle in their sterrad 200 sterilizer. The positive bi result was found after 24 hours of incubation. Three items used for oral surgery were not recalled successfully. There was a total of fifteen items in the load (two edge of bipolar; eight bipolar and two electrode scalpels). The bi was located in the lower back of the chamber. The previous and subsequent bi results were negative. At this time, there are no reports of injury or harm from the event. There is no additional information available regarding this event. If additional information is received, a supplemental medwatch report will be submitted.

Manufacturer narrative:
Sex: corrected from female to unknown.

Event description:
This event is being reported because the facility did not successfully recall items in the load and instruments were used on patients.

Manufacturer narrative:
(B)(4). Suspect positive bi.

Manufacturer narrative:
Asp investigation summary: the investigation included a review of the device history record, trending by product line and lot number, failure mode and effects analysis and health hazard evaluation. ¿ the DHR (device history record) was reviewed and demonstrated no anomalies that would contribute to this issue. ¿ trending analysis for the product code of 'suspected positive bi' was reviewed for a timeframe of (B)(4) 2011 to (B)(4) 2012; no significant trend was observed. ¿ trending analysis by lot number was performed. The lot history from (B)(4) 2012 to (B)(4) 2012 found there was one other reported incident. ¿ the fmea (failure mode and effects analysis) reveals that the risk for this issue is at an acceptable level. ¿ the hhe (health hazard evaluation) was reviewed for the risk of using instruments from a load with a positive bi result. The medical review for this particular event indicates that the risk to the patient is low. The suspect bi was returned. There was no manufacturing defect observed that would lead to a positive bi result. Thirty-two retains bis were submitted for functional evaluation per test procedure. The product was found to function in its intended manner with 0+/32 bis. The cause of the suspected positive bi reported by the customer could not be determined based on the information provided.